Event description:
Unomedical reference number: (B)(4). Event occurred in the (B)(6). The patient reported that the infusion set tape did not stick which led to his high blood glucose level of 1200 mg/dl. Subsequently, on (B)(6) 2021 at 09:00pm, he was hospitalized because of diabetic ketoacidosis where he was administered intravenous insulin infusion as corrective treatment. Further, he was admitted to the intensive care unit for 12 hours and then transferred to the regular room. Currently, his blood glucose level was 1200 mg/dl and was still in the hospital on the day of this report (11-mar-2021).